Event description:
Rptr's spouse had surgery to remove gallbladder. Dr had to go back in, in an open procedure because of significant bleeding. The liver had been lacerated. This was to be an outpatient procedure but pt ended up in the hosp for seven days. Blood products were given. Pt has had abdominal pain like a toothache since the procedure. Preoperative diagnosis: acute cholecystitis. Postoperative diagnosis: acute cholecystitis. Operation: laparoscopic cholecystectomy, exploratory laparotomy. Anesthesia: general. Findings: acute inflamed gallblader, resected laparoscopically. Cholangiograms show free flow of contrast to the duodenum with no filling defects. The common bile duct was somewhat enlarged, but again no filling defects were seen on general fluoroscopic examination. After the gallbladder was resected, reinspection of the right upper quadrant revealed a tremendous amount of bleeding from a liver sinus crossing the mid-aspect of the gallbladder fossa. This was unable to be controlled laparoscopically. Therefore, an open exploration was performed. The bleeding was controlled with large liver sutures. Estimated blood loss was greater than 1000 cc. There were no other complications. Indications for procedure: the pt has a 1-year history of intermittent right upper quadrant epigastric abdominal pain. Over the past week, pt has been complaining of increased symptoms, with increased severity and was seen by primary care dr yesterday and was noted to have elevated liver function tests, and ultrasound of gallbladder confirmed gallstones. Pt was admitted because of persistent pain, nausea and vomiting. Pt presents for semi-elective cholecystectomy. Procedure: the pt was brought to the o.r. And placed on the table in the supine position. General anesthesia was induced without any complication. Abdomen was prepped and draped in the usual sterile fashion. Curvilinear infraumbilical abdominal incision was made. The umbilical raphe was dissected free sharply, grasped with two kocher clamps, and incised transversely. A finger was inserted into the abdominal cavity to insure no adhesions. Stay sutures of 0 ethibond were placed on either side, and hasson trocar was inserted. Co2 insufflation was begun and the laparoscope was inserted. A 10 mm port was placed in the superior epigastric midline. Two 5 mm ports were placed in the right flank on the anterior axillary line, and one in the midclavicular line. All three ports were placed under direct vision after the skin was incised with a #11 blade. Using blunt graspers through the lateral ports, the gallbladder was retracted up over the liver edge. Blunt dissection was performed in the infundibular neck region of the gallbladder to dissect out the cystic duct. The cystic duct was circumferentially dissected free for approximately 1.5 cm. A clip was placed across the cystic duct adjacent to the gallbladder and the cystic duct was partially transected. Cholangiocatheter was inserted, and cholangiograms were performed, which showed free flow of contrast into the duodenum with no filling defects. The cholangiocatheter was removed, and the cystic duct was double clipped proximally and then divided. Posterior and medial to this the cystic artery was dissected free. This was double electrocautery device. The liver bed was inspected prior to completely excising the gallbladder and no bleeding or bile leakage was identified. The gallbladder was resected and brought out through the umbilical fascial incision. Reinspection of the right upper quadrant was then performed. A blunt trocar from the lateral ports was used to hold up on the liver. When pulling up on the liver, a tear occurred within the gallbladder fossa into a liver sinus. A tremendous amount of bleeding occurred at this point, which was controlled with a laparoscopic pusher. Inspection of the area revealed a tremendous amount of bleeding that dr did not feel was going to be able to be controlled laparoscopically. Therefore, an open exploration was performed after the gallbladder was already resected. With compression of the sinus with the pusher, a right subcostal kocher incision was made expeditiously. Hemostasis was obtained with electrocauterization. Subcutaneous tissue was dissected free with the electrocautery device. The anterior rectus sheath was divided with electrocautery device. The rectus muscle was divided with the electrocautery device. The posterior rectus sheath and peritoneum were grasped with two curved hemostats, and incised sharply to gain access to the abdominal cavity. The remainder of the posterior rectus sheath and peritoneum were opened for the length of the incision. Upon entering into the abdomen the pusher was removed, and multiple tapes were placed within the gallbladder fossa to control bleeding. A clot was removed from the right upper quadrant. The pt remained stable during this period of time. No hypotension or tachycardia occurred at this point. With compression of the liver edge with multiple tapes the bleeding was controlled. The area was irrigated with normal saline. Tapes were then placed in the abdominal cavity to retract the omentum and colon inferiorly, and the stomach laterally. Once there was adequate exposure of the gallbladder fossa, the tapes were removed. Visual inspection revealed a tear within the superficial liver sinus. Attempts were made to control this with an electrocautery device. This proved futile. Then, using a #1 chromic liver suture, figure-of-eight suture was placed across this using big bites of the liver suture going through the liver above and below the tear. This was tied over a piece of gelfoam. After this was tied, the bleeding was significantly controlled. There was still a little bit of bleeding from the liver edge, which was controlled with the electrocautery device. Multiple tapes were placed back in the liver fossa. The abdomen was irrigated with normal saline. Continued in b6.